Manufacturer narrative:
(B)(4). Physio-control downloaded the device's electronic records and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off and on. No further information on the patient and the event were available. Physio-control has made an attempt to contact the customer in order to obtain additional information about the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received patient information from the customer. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery pins and battery contact assembly as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.